Event description:
On (B)(6) 2011, patient reported that she has experienced insulin leakage at her infusion sites since starting a new type of infusion set. Patient will notice her shirt and the infusion set adhesive are wet. Infusion headsets are inserted at a 45 degree angle, and sites are rotated well. Follow-up was provided on (B)(6) 2011, and patient reported the infusion set leaked insulin again on (B)(6) 2011. Infusion sets were replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. Three additional attempts were made to reach patient, and these were unsuccessful.